Manufacturer narrative:
This event has been identified as duplicate of (B)(4) and was previously reported under MFR 0001038806 - 2019 - 00571, initially submitted on jun 25, 2019.therefore, no additional follow up will be provided for this event under this MFR number. For additional information and details in regards this event, please refer to the MFR 0001038806 - 2019 - 00571. The following sections have been updated: b4: date of this report g4: date received by manufacturer. H10: additional narratives/data.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported a biomet locator (imloa003) fracture at tooth location 5. Implant remains implanted.